Event description:
It was reported that "plaintiff was implanted with an ams monarc subfascial hammock" on or about (B)(6), 2004 or (B)(6) 2006. The product was "implanted with the intention of treating her stress urinary incontinence." It was alleged by the attorney for the plaintiff that, as a result, "plaintiff suffered serious bodily injuries, including extreme pain, bladder spasms, continued urinary incontinence, erosion of her internal bodily tissue, and other injuries." It was also alleged that, as a result of the implanted mesh, "plaintiff has suffered and continues to suffer serious and permanent injuries, both past and present, including but not limited to, past and future medical treatment, rehabilitation and/or home health care, permanent disability, including permanent instability and loss of balance, and pain and suffering.

Manufacturer narrative:
Should additional information become available regarding this event, it will be re-evaluated and a follow-up report will be sent.